Event description:
It was reported that during deployment of a vena cava filter, a few filter limbs remained inside the delivery sheath. Add'l manipulation of the delivery system was used to complete the deployment; however, the filter tilted. The filter was retrieved with a snare device. A new vena cava filter was deployed successfully. There is no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only event reported to date for this lot number and failure mode. The device was not returned and images were not provided. The complaint investigation is inconclusive for the reported event.